Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced resolving the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04392. It was reported the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced resolving the issue.